Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 26 x 3.0mm, eccentric, de novo target lesion contain >45 and <90 degrees bend was located in the non-tortuous and moderately calcified right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation; however, during initial inflation at 12 atmospheres for 1-2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.